Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who was performing the installation replaced the motor endstage board and motor control board to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced boards were returned to livanova deutschland for further investigation. During the evaluation it was possible to confirm the reported issue. The root cause was found to be a defective dc/dc converter. The boards will be scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 double head pump displayed an error message during installation and the pump did not work. There was no patient involvement.